Event description:
The facility representative reported a colleague infusion pump with failure code 12. This condition was found upon power up in the oncology care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.04.00 - unremediated colleague.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 12 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a corroded pump head module on channel b. The channel b pump head module was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.